Event description:
Patient underwent a laparoscopic assisted right colectomy for an unresectable cecal polyp. The patient did not have any significant pre-operative concerns. This was an elective surgery with no nutritional concerns. The surgery was uneventful. One linear gia 80 stapler and a ta 90 were used. Staple lines reinforced per surgeon's usual practice with 3-0 vicryl. At the end of the case, everything checked out and patient was rechecked by surgeon peri-op and post-op that the patient was not significantly hypotensive and was well hydrated. On post-op day 1-1/2, patient was returned to surgery after began experiencing abdominal pain, distension, and was tachycardic. CT (oral/IV contrast) showed anastomotic leak. Findings in or was a complete disruption of the gia staple line. There was no evidence of torsion, no obstruction and no signs of ischemia. The gia staple line fell apart because of a technical issue with the stapler itself. At the time of reporting, patient is still hospitalized.